Event description:
After placing the neuron 070, the physician put up a 032 reperfusion catheter and 032 separator inside the guide. The separator would not advance without resistance, so the physician removed the separator and tried a guidewire. The guidewire would also not advance. The physician removed the guidewire. The reperfusion catheter could not be removed, therefore, the physician pulled out the entire system. After removal, the physician noted that the guide was kinked in several locations.

Manufacturer narrative:
Technical eval: the 070 neuron had a kink 14cm from the distal tip and shows a gap between the coils. The kink at 17cm from the tip collapsed the lumen, and reduced the inner diameter. The root cause of the distal kinks could be attributed to tortuous anatomy which requires more manipulation and bending of the device. The damage to the psc032 can be attributed to the kinking of the 070 in anatomy and then subsequent pulling on the device in an attempt to remove it from the guide catheter. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95cm x 6 cm) shaped tip, lot number l13934. The DHR review of final assembly (lot# l13934) indicated that 100% inspection of the devices resulted in (B)(4) rejects. All parts that failed inspection have been rejected and all parts released met specifications. The lot was associated with (B)(4) for failed pressure test. The lot was sorted and (B)(4) were accepted and (B)(4) scrapped. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.